Event description:
On (B)(6) 2012, reoperation was performed. The purpose was extension of the rod, replaced the hook which fell off and broken rod. The reoperation was finished without problem.

Manufacturer narrative:
Method: complaint history analysis, DHR review, risk assessment, x-ray review. Results: this is the 12th complaint related to rod fracture and the second related to hook disengagement. The DHR of the rod was reviewed and no discrepancies were noted, there was no lot information for the hook. The product was discarded, so no visual investigation was possible, however x-rays were returned. The patient suffered from congenital scoliosis with significant kyphosis which required the rods to be bent more than 45 degrees to match the patient anatomy. There was also no fixation at the intermediate levels. The fractured rod and dislocated hook required a revision surgery, however a rod elongation surgery was already scheduled, but it is not known if that may have played a role in this event. Conclusion: as no device was returned, a definite conclusion cannot be determined. However, dude to the configuration of the construct (45 degrees rod bending), the rods were most likely exposed to significant forces which could have lead to this issue.